Event description:
This letter is to inform you that on 28 february 2023, ge healthcare became aware of a hospital employee injury which involved another manufacturer's product (ge record# (B)(4)). A steris corporation blanket warmer was identified as having been involved with a hospital employee electrical shock on (B)(6) 2023. Steris corporation has also been notified of the event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).